Event description:
Customer changed collimator, started index search, system locked up. Powered system down with key switch, reboot, got beeps, hit button to stop beeps (sel board). System boots up. Started index search from menu and left room, head rotated, collimator fell off, customer completely tested system, switches, e-stop, all ok. Collimator was not completely locked on. Instructed tech about beeps, lights on sel board and did index serach.